Event description:
It was further rerpoted that target lesion 1 was located in the proximal left anterior descneding (prox lad) artery, with 100% stenosis and was 15mm long with a reference vessel diameter of 2.9mm. Target lesion 1 was treated with direct stenting using a 3.0x24mm taxus express2 8.8% drug eluting stent, with 0% residual stenosis following post-dilatation. Per catheterization report there wqas still an eccentric 40-50% ostial stenosis due to palque along the medial wall of the vessel coming out of the distal lmca. This could not be safely stented without possible compromise to the orgins of the intermediate and lcx. There was also another area of eccentric 30% stenosis or spasm further down the mid third of the vessel distal to the previously stented segment. The patient was discharged 2 days later on aspirin and plavix therapy. 248 days after the procedure the patient was admitted with complaints of chest pain radiating to the upper extremities and left neck, and associated with dyspnea, nausea, and diaphoresis. The patient presented to a non-enrolling hospital and was transferred emergently to the study site for cardiac catheterization, possible intervention, and further management. ECG showed significant st segment elevation in leads I and avl and some receprocal changes in the inferior leads. Cardiac enzymes became elevated, but did not meet guideline definition of myocardial infarction. Site reports mi based on elevated troponin levels. Coronary angiography revealed lvef 45% with severe high anterolateral hypokinesis, lmca 30-40% mid to distal stenosis, lad no significant in-stent restenosis of previously placed proximal lad stent, 80% ostial and proximal stenosis before the stented segment, remaining vessel filled by a patent lima graft, intermediate artery tubular 90% stenosis across its bifurcation involving the ostial and proximal segments of both the superior and inferior branches, inferior branch filled completely out to the anastomosis of an svg, superior branch filled proximally out to the anstomosis of the svg, but was totally occluded at the anastomosis site and did not fill distally, lcx no significant stenosis, rca tubular 20-30% stenosis across the junction of the proximal and middle thirds, lima to lad widely patent with good distal runoff, svg to superior branch of bifurcated intermediate artery was treated with balloon angioplasty and placement of two cypher stents, reducing the stenosis to 0%. Portable chest x-ray showed postoperative bilateral lower lobe atelectasis and/or phneumonitis, with slight improvement in left lung aeration compared to a previous exam. The patient was discharged 3 days after admission on continued aspirin and plavix therapy.

Event description:
248 days after a drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi). The target lesion being treated in the index procedure was 2.9mm 100% stenosed redion of the proximal left anterior descending (pro lad) artery. The physician treated the lesion by successfully placing a taxus express2 8.8% 3.00x24mm drug eluting stent in the target vessel. The pt was discharged 2 days later on lipitor, plavix and aspirin. 248 days after the procedure the pt experienced a non q-wave mi as evidenced by elevated cardiac enzymes. The pt was hospitalized for 3 days. In the opinion of the physician, the relationship of the mi to the taxus stent is "unknown",